Manufacturer narrative:
H6: please note that method code b20 no longer applies to this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient through a rep indicated that the ins was explanted and the issue was resolved. No further complications were reported or anticipated.

Event description:
Additional information was received from the rep. It was reported that the x-rays showed no movement of the lead. They still didn't know why the patient suddenly lost stimulation. They saw the patient on (B)(6) 2024, after stimulation was turned off for a week, and the patient still didn't get the stimulation as before the issue. Nevertheless, the patient did feel it more than when the issue occurred. It was clarified that on 24-jan-2024, there was only a ins battery replacement done. Nothing was done to the leads, and the paddle lead was implanted in 2020. Photographs showing patient device registration were provided. It was noted that this information was confirmed with the physician/account.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(6), ubd: 19-feb-2023, UDI#: (B)(4), implanted: (B)(6) 2020, product type lead h2. Correction: upon further review, h6 code f0103 also applies to this report. The implant date of the lead was also corrected based on additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(6), ubd: 19-feb-2023, UDI#: (B)(4), implanted: (B)(6) 2024, product type lead g2. Foreign: au medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use it was reported that stimulation suddenly stopped working. The patient said that a week ago they suddenly stopped feeling the stimulation and now ramps up intensity to 15 milliamperes (ma) and doesn't get any paresthesia. It was noted that the patient had a battery replacement a couple months prior, and had a 2x8 paddle lead implanted in 2020. The rep checked impedance and connectivity, and they were good/all green with no issues. The patient's original programming was on normal ranges of intensity, pulse width, and rate. There were no environmental/external/patient factors that may have led or contributed to the issue. The rep did a mapping of the paddle lead to check if the patient had any paresthesia with no results ramping up to 6 ma in a single cathode and double contact cathode. It was noted that the programmer showed both group a and group b with "on" active groups at the same time. When the rep turned off the stimulation, group b kept showing active as "on". It was suggested to take an x-ray to confirm that the paddle lead had not moved, but there were no results of this imaging yet. No further actions/interventions were taken yet, and the issue was not resolved. No surgical intervention occurred. The patient was alive with no injury. Photographs were provided of the clinician tablet showing impedance results, connectivity results, and groups/programs

Manufacturer narrative:
Continuation of d10: product ID 977c265, serial# (B)(6), implanted: (B)(6) 2020, product type lead. The ins, model#977006 serial# (B)(6), was returned for product analysis. Analysis of the ins revealed no significant anomaly. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the ins was functional. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.